Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device mt all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR#2134265-2013-01285. (B)(6) clinical trial. It was reported post a percutaneous coronary intervention (pci) with stent implantation stent restenosis occurred. The patient presented due to stable angina (ccs classification 1) and silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad). It was described as 25mm long, with a vessel diameter of 3.5 mm and 80% stenosis. The lesion was treated with predilation and implantation of two 3.50 mm x 12 mm promus element stents, with 0% residual stenosis. Additionally a bare metal stent was also placed in the proximal lad. The patient was discharged the following day on aspirin and clopidogrel. On (B)(6) 2012, the patient was admitted for repeat coronary angiography and angina pectoris. Cardiac catheterization revealed 80% stenosis in proximal lad that was treated with placement of a 3.5 x 14 mm non bsc drug eluting stent. The patient was discharged the following day on aspirin and clopidogrel.